Manufacturer narrative:
Concomitant medical products: c4tr01 crt, implanted (B)(6) 2015. 419688 lead, implanted (B)(6) 2015. Fr995-27 tissue valve implanted on the (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead possibly fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.